Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. This part is not approved for use in the united states; however a like device catalog # 9393007, 510k #k094025 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent plf surgery at th10-iliac. During surgery, peek cage was broken during inserting at l2/3. When a surgeon was inserting the cage at between l2 and l3 it was difficult to insert because the place to insert was narrow. The surgeon hit cage to insert with a hammer repeatedly then it was broken. (One third of cage was connected with inserter). It was considered that problem will not occur because 2/3 of cage was placed between the vertebral bodies so the surgery was continued. The surgeon considered it is okay because 2/3 of cage was placed at between l2 and l3. He also commented 7mm cage looks a little thin. The surgical time was extended less than 15 min. No patient complications. Posterior fusion were performed after anterior vertebral body replacement for a burst fracture at l1. The product was disposed at the hospital.